Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3 locking titanium adapters had a connection issue; further described as "two parts unable to be connected tightly during nurse checking prior to connect to patient." There was no patient involvement. No additional information is available.